Manufacturer narrative:
Argus case ID (B)(4).

Event description:
Furry feeling in mouth [oral discomfort], swallowed product [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of oral discomfort in a (B)(6)-year-old male patient who received denture cleanser (corega tabs bio formula) tablet for product used for unknown indication. On an unknown date, the patient started corega tabs bio formula. In 2019, an unknown time after starting corega tabs bio formula, the patient experienced oral discomfort and accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tabs bio formula was unknown. On an unknown date, the outcome of the oral discomfort was not reported and the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the oral discomfort and accidental device ingestion to be related to corega tabs bio formula. Additional details: the consumer accidentally took some small sips of corega tabs bio formula. At time of reporting he experienced furry feeling in mouth.